Manufacturer narrative:
A) patient information is not available from the site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the software 9733467 fusion ent app (unknown serial/lot #) found that there was an unexpected exit and the software was unresponsive. Per cc-1174055, re-installation of the application software resolved the reported issue. Product event summary #fusion unable to proceed past "select surgeon" screen. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the site was unable to proceed past the "select surgeon" screen on the fusion 2.3 software. Patient was present and they were prepping for a case. No impact to patient and less than an hour delay were reported. 09/07/2017 (rep, uf): additional information was provided that navigation was aborted. Software was re-installed before the surgery was over and the system was stated to operate well at this time.